Event description:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # (B)(4).

Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the components were found missing from sterile device package. No known adverse event was reported. Attempt for further information has been made, but no further information has been provided.